Manufacturer narrative:
Investigation conclusion:a review of complaint history did not identify any adverse trends for the reported issue for these lots. Root cause: insufficient information. Source: website.

Event description:
Customer reporting 4 suspected false positive sars results since may of this year. Customer states they were negative by other brand otc test. Customer was symptomatic in may with fever and sore throat. Report 1 of 4.